Event description:
It was reported that during normal follow-up, post-sensed t-wave oversensing was observed. Programming changes were made, and additional programming changes were recommended. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.